Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating a device problem with mobile connection and no mobile signal. The device was in use at the time of the event, with no impact on the patient.

Manufacturer narrative:
Updated the event date.

Manufacturer narrative:
Updated the problem code, evaluation method, evaluation result, component code, and reporting institution name.